Manufacturer narrative:
This failure was traced to a failed component (shorted capacitor) in the power supply.

Event description:
When connecting the power cable to the electrical outlet, smoke appeared.